Manufacturer narrative:
G4: 30jan2020. B4: (B)(6). Touch screen assembly was returned for failure analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019. The manufacturer's field service engineer confirmed the reported problem - the touch screen was unable to be calibrated. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.